Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no saline exited the infusion set tubing after filling the tubing with 50 units. There was no reported impact to customer's blood glucose level as the pump was being used with saline. Tandem technical support (cts) instructed customer to push air through the infusion set tubing. Customer reported a blockage within the infusion set tubing. Customer replaced cartridge and infusion set and was able to resume insulin delivery.